Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during device insertion, difficulty was encountered. A possible cuff miss occurred. A second device was used. It was believed that femoral artery scarring, peripheral vascular disease, and obesity contributed to the product experience. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4) (pt selection). Eval summary: the device was received with the entire monofilament exposed at the posterior foot. The posterior cuff was engaged to the posterior needle tip but remained inside the posterior foot pocket. The anterior and posterior cuffs remained attached to the link. The anterior needle tip was detached from the anterior cuff and the anterior cuff tabs appeared damaged. Based on the findings, the posterior cuff failed to be completely ejected from the foot plunger. It appeared that the posterior cuff was pulled back into the posterior cuff pocket as the plunger was being pulled because, there was evidence of marks on the foot. The damaged anterior cuff tabs were the result of the anterior needle tip disengaging from the anterior cuff. The anterior cuff to needle detachment was a direct result of the posterior cuff not being ejected from the posterior foot pocket. During testing, the needle plunger was reinserted into the device resulting in acceptable push mandrel travel; therefore, a root cause for the posterior cuff not being ejected from the posterior foot pocket could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.